Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that their insulin pump was over delivering. The customer¿s blood glucose level was unknown at the time of the incident. The customer mentioned receiving the retainer ring notification, but could not state if their pump had any related damage. Troubleshooting was not completed and no further information was provided. The insulin pump will be returned for analysis.